Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. It was observed that when any key is selected, an add'l response of the selected key is displayed, caused by a failed keypad. This does not allow the user to start an infusion. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that the #8 key on a pump keypad is inoperable.